Event description:
It was reported that the pump intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose level was 120 mg/dl. The customer reverted to an alternate method of insulin therapy.